Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: n/a. The customer's address is unknown. (B)(6) USA has been used as a default. Investigation summary: level a investigation complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for foreign matter (inside barrel) on lot # 7261505. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 7261505. All inspections and challenges were performed per the applicable operations qc specifications. There were seven (7) notifications [200717602, 200717528, 200718012, 200718291, 200717904, 200717601, 200717771] noted that did not pertain to the complaint. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that bd veo¿ insulin syringe w/ bd ultra-fine 6mm needle had fluid in the barrel of the syringe. This was discovered during use. The following information was provided by the initial reporter: material no. 324911 batch no. 7261505. It was reported that liquid was found inside barrels in some syringes. Verbatim: issue(s): found liquid inside barrel on some. Consumer discarded the items and no longer has the box available. Just the back panel with lot number -provided. Stores the syringes in room temp. No moisture in the bags.